Event description:
The user facility reported that during a procedure, the balloon could not be deflated while inside the patient. The users reportedly withdrew the endoscope from the patient with the balloon still inflated. The procedure was completed with the same endoscope. Subsequent to the procedure, the endoscope was examined and no evidence of blood was found on the balloon, and the device was retested and the device worked appropriately. The device will not be returned for olympus for investigation. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for investigation. Olympus representatives visited the facility to investigate the user's report of balloon not deflating. During the visit, olympus representatives provided information on emergency techniques to properly deflate the balloon as discussed in the device instruction manual. Olympus representatives also provided information to the facility's staff on the correct reprocessing steps, which may have contributed to the difficulty in deflating the balloon. An olympus endoscopy support specialist (ess) has visited the customer to provide additional inservicing to the facility's staff.